Event description:
It was reported that the patient presented in clinic upon receiving a shock from their implantable cardioverter defibrillator. Upon interrogation, it was found that the shock was inappropriately delivered due to a diagnostic issue. Programming changes were made. The patient was stable.